Manufacturer narrative:
Philips service performed geo adjustment and repeated the collision model, replacing the luc board 1 with extension board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c arc movement was restricted, and collision prevention was active on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.